Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on and there is no status indicator. A device in this fault mode, it left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. The pad-pak was removed on this day. On (B)(6) 2010, a pad-pak was installed with the device passing a self test and operated to spec until (B)(6) 2012. On (B)(6) 2012, the device fails a weekly self test due to a low battery. On (B)(6) 2012, a fresh pad-pak is inserted and the device passed a self test. The problem with the device not powering on was caused by the positive terminal pogo-pin not making contact with the pad-pak because it was damaged. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.